Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/23/2018, that on (B)(6) 2018, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they began to experience itching at the sensor insertion site on (B)(6) 2018. They removed the sensor and went to see their doctor. The patient was prescribed pills and lotion to treat the affected area. At the time of contact, the patient¿s skin reaction was healing. No additional patient or event information is available.